Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/10/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® .active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the surgery, after the package was opened, it was found that the needle had been broken before use. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/09/2021. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual analysis of the returned sample determined that on broken needle at the tip product code vcp771d was received. Additional evaluation is necessary to determine the assignable cause of the breakage needle. Hsa analysis: a failed suture needle was submitted for fractographic evaluation. It was requested that hsa assess the fracture mode of the failure. A blunt tip was observed. One side of the needle was received, no mating piece was provided for this evaluation. The evaluation revealed the blunt tip was likely original to manufacturing this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.